Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the mobile programmer application appeared disconnected from the cardiovascular implantable electronic device (cied) during the procedure and the electrograms (egm) were not visible. It was noted that moving the host table, patient connector or mobile programmer base failed to resolve the issue. Troubleshooting steps were taken to include ending the session and reattempting to reinterrogate, however after ending the session the mobile programmer application was unable to re-interrogate the device. It was further noted that the mobile programmer base, patient connector and cied showed as connected on the drop-down menu. It was further reported that the mobile programmer application subsequently got stuck on the ''please interrogate screen'' and an alternative programmer was utilised to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis confirmed the customer comment that the mobile programmer application appeared disconnected from the cardiovascular implantable electronic device (cied) during the procedure, the electrograms (egm) were not visible and the mobile programmer application subsequently got stuck on the ''please interrogate screen''. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.